Event description:
It was reported that during testing conducted at the manufacturer facility, the fiber optic plug of the helmet was melted. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Heat generated by the fiber optic cable is a probable cause of the reported melted fiber optic plug. The helmet is not a repairable device and will, therefore, not be returned to the user facility.